Event description:
The lay user/ pt contacted lifescan (lfs) alleging that the display was cloudy on the ultra smart meter. The medical affairs specialist (mas) contacted the pt in 10/05 and obtained/ verified the following information: for the past several days, the segments had been missing on the meter (not cloudy display as noted by the customer care agent (cca)). Each day the display got worse; however, the pt took her set amount of oral medication each morning. On thursday 10/05, the pt was unable to read her blood glucose reading on the meter. On the afternoon of the same day, the pt felt shaky and confuse and she knew she was experiencing low blood glucose. She tested her blood glucose and was unable to read the blood glucose reading due to segments missing. She ate a piece of candy (peppermint candy) and retested and issue persisted. She claims she was "about to die" and felt sick; therefore, her family member took her to the hospital. On the way to the hospital, the pt passed out and when she arrived to the ER her blood glucose was 46 mg/dl and was treated with glucose. She was kept over night and diagnosed with hypoglycemia. Cca sent did a field exchange for the pt with a local pharmacy.